Event description:
Related manufacturer reference number:2017865-2021-30567. It was reported that the right ventricle lead and atrial lead both exhibited noise. Both the leads were capped and replaced on (B)(6) 2021. Patient was stable.